Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 at 10:00 am due diabetic ketoacidosis and blood glucose level of 234 mg/dl. Customer experienced symptoms related to their high blood glucose such as nausea and was throwing up. The customer was wearing the insulin pump at the time of admission. Customer declined troubleshooting for high blood glucose. Customer stated the infusion set was not delivering insulin due to adhering issues. The insulin pump was not replaced or returned for analysis.